Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep had not received the returned ins yet, but they would continue to follow up with the hospital. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37085-40, serial# (B)(4), implanted:(B)(6) 2011, product type extension. Product ID 37085-40, serial# (B)(4), implanted:(B)(6) 2011, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), ubd: 13-aug-2015, UDI#: (B)(4). (B)(4) coded on lead. (B)(4) coded on ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a via manufacturer representative (rep) regarding a patient who was implanted with an implantable neur ostimulator (ins). It was reported the patient was having a routine battery change. When the surgeon tried to remove the left extension, the most distal contact was stuck in the ins and the extension wire frayed. The surgeon cut the tip of the extension off and was able to reinsert the extension into the new ins. They lined up the contacts 0, 1, and 2 with the appropriate contacts within the header block. The impedances were tested and reported no issues with the new ins. A normal blue screwdriver was sued to loosen the header block screws. The extension removed as usual when issue happened. The right extension was removed from the header block without incident. Troubleshooting was performed, they tried to tighten and loosen the left extension but it wouldn't release.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the extension being stuck in the implantable neurostimulator (ins) wasn¿t determined. According to the rep. All of the set screws were loosened and tightened repeatedly resulting in the extension finally being removed, but high impedances being a result. No further complications were anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the device was misplaced within the hospital facility. The rep had the ns coor trying to locate. The product would be returned when the facility locates. There were no further complications reported.